Manufacturer narrative:
A review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss confirmed error 2012 when system was in idling after boot-up. Fss replaced instrument manager and hard drive. Fss also completed the field service checklist, which the system passed and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that the system goes on safe state at start up, that error 2012 (instrument host timeout error) occurred when system was idling after boot-up. The customer rebooted the unit and it was ok. There was no patient involvement reported and no patient treatments delayed or cancelled.